Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery. In addition, the customer administered a correction bolus to address bg level.